Event description:
Customer bought a care kit at the pharmacy three weeks ago. The package was torn and there was a lancet in the lancet device. The customer used the device with the lancet in it and broke out in hives 2 days later. Customer went to the dr and was prescribed hydroxyzinc. Customer also noticed that there were entries made in the log book that did not belong to customer dating from 1987-1989.